Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the reservoirs had air bubbles. Customer's blood glucose level was unknown. Customer reported that the black dots on the inside of a reservoir. The insulin pump will not be returned for analysis.